Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. The customer repaired the mobile app, successfully completed the bolus request, and the customer continued to use the pump for insulin therapy.